Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of primes had occurred associated with pump rebooting. Unrelated to the complaint, evaluation revealed a damaged battery cap. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.